Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the high impedances was unknown. Reprogramming was performed and the high impedance electrodes weren't used. It was unknown if the high impedances had been resolved. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that they noticed electrodes 3 and 7 were over 10,000 ohms. The rep reported that they looked back to a past report that these two electrodes read over 10,000 ohms on a report dated 2016. The rep reported that these electrodes had been out for a while. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient has two electrodes that are out. Caller could not increase the voltage to 3v to check impedance as patient had occipital lead implants. Caller reported all contact pairs with electrodes: electrode 3: >10k ohms, electrode 7: >10k ohms. No further complications were reported/anticipated.